Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for revision 1 of 2. 2-year stanmore limb salvage registry report indicates that 2 proximal femurs were revised. Additionally noted: "same patient in both cases, repeated dislocations."

Manufacturer narrative:
Reported event: an event regarding dislocation involving a mets, proximal femoral replacement, femoral head was reported. The event was confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: the implant in situ was for mets proximal femoral replacement, the first insertion was on (B)(6) 2019. The surgeon reported that the patient had number of dislocations and revision procedures till most recent dislocation that was occurred on (B)(6) 2021. The x-ray images show subsequent dislocation events and followed by revision procedures to correct. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, additional x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This pi is for revision 1 of 2. 2-year stanmore limb salvage registry report indicates that 2 proximal femurs were revised. Additionally noted: "same patient in both cases, repeated dislocations." Update on 6th jun 2022: "trauma and repeated dislocations" - non- stryker / non stanmore "femoral restrictor, cementless liner" was also revised.

Manufacturer narrative:
Reported event: an event regarding dislocation involving a mets, proximal femoral replacement, femoral head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This pi is for revision 1 of 2. 2-year stanmore limb salvage registry report indicates that 2 proximal femurs were revised. Additionally noted: "same patient in both cases, repeated dislocations." Update on 6th jun 2022: "trauma and repeated dislocations" - non- stryker / non stanmore "femoral restrictor, cementless liner" was also revised.